Event description:
The customer reported that on 01/12/2012 erroneously low, total thyroxine (tt4) results were generated from a unicel dxl 600 access immunoassay system for three patient samples. The customer verbally communicated only one patient's results as an example of this event. The erroneous tt4 results were not reported outside of the laboratory and hence there was no death, serious injury or modification to patient treatment associated with the event. No actual patient results, sample collection/handling information was provided by the customer. Instrument assay quality control results during the time of the event were within the instrument's specifications. Beckman coulter inc. Assessment of customer supplied instrument assay performance data indicated that calibration relative light unit results for the date of the event were comparable to released data.

Manufacturer narrative:
(B)(4). Service was dispatched to the site on (B)(4) 2012 to address the issue. The field service engineer (fse) performed an instrument system check and carryover procedure which both generated acceptable results. Precision testing and quality control assessments also generated acceptable results. The fse was unable to reproduce the alleged imprecision and no hardware malfunction was found. A definitive root cause for this event has not been determined to date.